Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, the device's screen would intermittently flicker and blank out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.